Event description:
It was reported that cartridge was damaged at cartridge shroud on multiple occasions over several days. There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, and Technical Support arranged replacement cartridge and received requested photos by email, after which issue was considered resolved with no further action required.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.